Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Initial customer report indicated an issue with the dso (downstream occlusion) seal, the complaint was able to be replicated. Upon visual inspection the dso seal was found to be degraded, the dso seal was replaced with a new one. Performance verification tests performed. All tests passed within specifications. Probable cause: dso seal degraded. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the downstream occlusion (dso) sensor seal was lifting up, and one of the buttons on the keypad was not responding. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.